Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, and retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During flushing, fluid was leaking from the hole at the sheath lap joint junction between the blue sheath and clear imaging window tubing. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from hub. No imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that lost image occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view a moderately tortuous lesion. The opticross¿ was then pushed to advance into the lesion. However, it was noted that the image disappeared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a hole at the sheath lap joint junction of the catheter.